Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that a primary alarm failure occurred. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. Repairs are currently pending.

Manufacturer narrative:
It was reported that primary alarm failure had occurred. A field service technician (fst) was unable to duplicate the reported issue. The fst replaced speaker #1 due to observation of the error code in the event log. The device passed the required performance verification tests per philips standards and was returned to service.